Event description:
The brush is broken (only information available at this time).

Manufacturer narrative:
Evaluation: as the cleaning brush involved in the report was not returned for evaluation, the reported occurrence could not be confirmed. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. An rcb-180-d cleaning brush of the same lot number as the cleaning brush involved in the complaint was taken from stock and evaluated. The cleaning brush was found to be made to specification. A review of the 2-year complaint history for this product family was conducted. This type of report represents an unusual occurrence. Based on this review, the likelihood of this type of occurrence is remote. Conclusion: a full investigation could not be performed because the cleaning brush was not returned for evaluation. The cause of the report could not be conclusively determined. However, we can provide the following comments: the rainbow endoscopic cleaning brush is intended for cleaning upper and lower gastrointestinal endoscopes with instrument channel diameters between 2.8 mm and 4.2 mm. This cleaning brush is supplied non-sterile and can be sterilized following the instructions for use. The cleaning brush is reusable if its integrity remains intact. The only information received was that the brush is broken. Due to limited information received and the cleaning brush not being returned for evaluation, the customer complaint could not be confirmed and the cause of the complaint could not be conclusively determined. Prior to distribution, all rainbow endoscopic cleaning brushes are subjected to inspection to ensure device integrity. Corrective action: no corrective action is warranted at this time because this report was unable to be verified. This observation represents an unusual occurrence. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.